Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. The customer provided a blood glucose level of 200 mg/dl. Reportedly, customer suspected that past occlusions were related to the infusion set, however, no specific issues were identified related to the infusion sets at the time of the occlusions. System check performed with tandem technical support could not identify any blockage at time of call. The customer changed supplies to address the issue.